Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. A dip in pulse widths was observed in tandem with a failure to transition in the rotational sensor data indicating the hook talons slipping on the ratchet gear. The pod replicated the slipping when manually actuated with a power supply. No damages or defects were observed that would cause a failure to detent. The exact cause of the failure to detent and resulting alarm could not be determined. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.6, hardware: iphone17.5, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's blood glucose levels rose to greater than 250 mg/dl. The pod had an alarm error during operation. The device was returned and a hardware component failure was discovered.